Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, high pacing impedance, and a possible inner wire conductor fracture. The rv lead was explanted and replaced. It was noted that the outer insulation may have been damaged during the extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.